Manufacturer narrative:
Catalog number and UDI are unknown. No information provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted for the possible lots which indicated all inspections were completed and no issues were noted during manufacture. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. A product sample was received for evaluation. Visual and functional testing were performed. Base with hair and cannula bent was found in the unit returned. Extension tube was connected in the base and a syringe was used to pass through the tube. A leak was detected on the cannula. The most probable root cause of the reported issue was found to be that production personnel did not detect holes or damages after assembly. Actions were taken to mitigate the reported issue: quality alert was generated to ensure that the production personnel focus on the cannula surface quality and notification of this complaint was conducted by the quality engineer to the production personnel.

Event description:
It was reported that infusion line leakage occurred and upon removal the patient found that the needle was bent/curled. No patient injury was reported.